Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the experienced hyperglycemia also the display of insulin pump was flashing. The customer blood glucose level was 411 mg/dl and treated with manual injection. No alarms occurred during or after the time that the buttons were not responding. Customer stated that insulin pump buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm frozen screen due to blank display.